Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 1). Additional supplemental emdrs were submitted to represent the bard flat mesh (device 2 & 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 1989 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, "the previous lower midline scar incision was made. The hernia sac was dissected out. A piece of bard flat mesh (device 1) was placed into the defect and closed the defect with sutures." (B)(6) 1992 - patient was diagnosed with recurrent ventral incisional hernia, adhesions, thereby underwent open repair with implant of bard flat mesh (device 2). Per operative notes, "a midline supraumbilical incision was made. The hernia sac was dissected out. All adhesions were taken down. A 10-inch x 14-inch sheet of bard flat mesh (device 2) was placed into the midline both inferiorly and superiorly and closed the defect with sutures." (B)(6) 1996 - patient was diagnosed with multiple abdominal wounds, seroma, adhesion, thereby underwent open repair with drainage of seroma and lysis of adhesion. Per operative notes, "an incision was made into the previous incisional site. There were some serosal fluids which were drained entirely. All adhesions were taken down. Lysis of adhesion was performed. The defect was closed with sutures." (B)(6) 2001 - patient was diagnosed with recurrent incisional ventral hernia, nerve damage, mesh protrusion thereby underwent repair with implant of synthetic mesh. Per operative notes, "the previous left portion incision was reopened. The hernia sac was dissected out. The nerve was excised. A synthetic mesh was placed into the defect and closed the defect with sutures." (B)(6) 2004 - patient was diagnosed with recurrent incisional hernia, pain, thereby underwent open repair with explant of bard flat mesh (device 1 and 2), synthetic mesh and implant of bard flat mesh (device 3). Per operative notes, "a transverse incision was made well above the inguinal region. The hernia sac was dissected. Previously placed (device 1 and device 2), synthetic mesh was noted, all meshes were removed from abdomen. A bard flat mesh (device 3) was placed into the abdomen and secure it with sutures." (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia, adhesions thereby underwent repair with implant of synthetic mesh. (Note: no information provided in medical record about this procedure) (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia, pain, adhesion thereby underwent open repair with implant of phasix mesh (device 4). Per operative notes, "an incision was made through old incision site. The hernia sac was dissected out. Component separation with bilateral musculocutaneous flaps was done. Lysis of adhesions was performed. A phasix mesh (device 4) was placed into the defect and closed with sutures."